Event description:
In 2008, boston scientific corporation was informed that during the procedure, the injection gold probe bipolar catheter probe would not conduct electricity. The procedure was completed with another of the same device.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.